Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that after the co2 absorber had been replaced during pt treatment, the staff notice that of the two absorber bypass valves had become loose and this generated a leakage between the pt cassette and the co2 absorber. There was no pt harm reported. (B)(4).